Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 6mm proximal of weld site. The proximal section of j stiffener wire measures approx 81mm and migrated down lead body approx 15mm proximal of weld site.